Event description:
It was reported that during implant after several attempts to place the implantable pacing lead it was difficult to pass a stylet. The multiple attempts were attributed to the patient's tortuous anatomy of the superior vena cava. The lead was removed and exchanged for another lead. The physician felt there was blood in the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).